Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged.

Manufacturer narrative:
This event was determined to be supplemental information. The investigation was reported under MFR #: 2916596-2023-00899. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.